Event description:
On (B)(4) 2013 it was reported that the patient was admitted to the hospital on (B)(6) 2013 with "intractable hiccoughing and vomiting." Attempts have been made for additional information on the hiccups and vomiting; however, they have been unsuccessful. No additional information has been received.